Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was later admitted to the hospital¿s intensive care unit due to an elevated blood glucose (bg) level of 587 mg/dl and diabetic ketoacidosis, due to the customer experiencing an occlusion alarm. Customer attempted to self-treat bg with an manual injection, but was later treated intravenously with fluids of saline and insulin at the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.